Event description:
It was reported that the fluid safe hysteroscopy pump is not accurate. The fluid deficit reading seems greater than what it actually should. There was no delay in the surgery. The staff has observed this on numerous occasions. The pump has been calibrated and even swapped out for another pump and the findings remain the same.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.